Event description:
Suspected contamination: abdominal aortogram, bilateral lower extremity runoff; control at right extremity ileac starclose. Pt readmitted in 2007 with groin site infection, sepsis. Positive abscess. Two days later - incision and drainage of groin site abscess and removal of hardware. Dates of use: 10 days. Diagnosis or reason for use: to seal puncture site on femoral artery.